Manufacturer narrative:
Initial and final MDR (B)(4), device 4 of 4.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that patient faced four infusion sets cannula kinked. All events occurred on 09-oct-2024, 12-oct-2024, and two events occurred on 21-oct-2024. All events occurred within three hours of insertion. Insertion site was abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.